Event description:
It was reported that during a percutaneous coronary intervention a balloon rupture occurred. The lesion was 99% stenosed bifurcations and was located in a moderately calcified and severely tortuous proximal left anterior descending artery and 1st diagonal branch. A apex balloon was predilated in the 1st diagonal branch then predilated in the left anterior descending artery. A non bsc stent was deployed in the 1st diagonal lesion and in the left anterior descending artery. The 2.5x15mm apex monorail balloon attempted to cross in the 1st diagonal through a stent strut, however, it was difficult to cross there. When the balloon crossed through the stent strut, on the first inflation, the balloon ruptured. The balloon was removed intact. A 2.25mm apex balloon was able to cross the stent strut and dilate. The patient status is "no problem" with no complications reported. This product is only ous approved but it is similar to a marketed us device.

Manufacturer narrative:
As the unit has not been returned, the complaint investigation site could not perform a technical analysis. A review of the manufacturing documentation for this batch found that the device met its material, assembly and product specifications at the time of release to distribution. The most probable root cause classification is considered operational context due to anatomical/procedural factors encountered during the procedure the performance of the device was limited.